Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the information on the reprocessing procedure provided by the user revealed deviation from the IFU where the water was not aspirated through the instrument or suction channel with a suction pump. The following is result of culture test by the third-party labs, provided by the user: sampling date: on (B)(6) 2024. Sampling from: biopsy channel. Cfu: >80cfu/100ml. Bacterial identification: pseudomonas aeruginosa. Sampling date: on (B)(6) 2024. Sampling from: suction channel. Cfu: 36cfu/100ml. Bacterial identification: pseudomonas aeruginosa. Sampling date: on (B)(6) 2024. Sampling from: air/water-channel. Cfu: 1cfu/100ml. Bacterial identification: staphylococcus hominis. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 5cfu/endoscope. Bacterial identification: filamentous fungi, moraxella atlantae, micrococcus luteus/lylae. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: bacillaceae. According to the result of culture test by the third-party labs, provided by service business center, bacteria were detected. Based on the results of the investigation, since there was deviation from IFU in reprocessing steps, we could not deny the possibility that reprocessing was insufficient due to deviation from IFU. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.